Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported on the abbott diabetes care (adc) device. A caregiver reported that the customer's sensor failed to alarm when the customer's glucose was low. As a result, the customer experienced a seizure and a loss of consciousness however, the customer was able to self-treat with glucose. It was further reported that the customer was taken to a hospital where an unspecified IV was administered for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.